Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer was advised to call back if any issues reoccur.